Manufacturer narrative:
(B)(6). Concomitant products - 11-106060 r/b rloc lhole shl 933460; 51-107180 tloc micro rd ho ti 2980429. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03895 & 0001825034-2017-05265.

Event description:
It was reported by patients legal counsel that the patient's right hip was revised approximately seventeen months post-implantation due to alleged pain, limping, and loosening of the stem. Medical records noted loose femoral component and a neutral acetabular component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device is not manufactured by zimmer biomet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.